Event description:
It was reported that a patient participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with a tplif spacer at levels l4, l5 s1 with pedicle screws at l2, l3, l4, l5 and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for zero months. Surgery date was (B)(6) 2006 and postoperatively patient experienced dural tear, requiring suture/tisseal glue. This report is on the screw head at l3. This is 27 of 32 reports for the same event.

Manufacturer narrative:
Any additional information received regarding device was used for treatment, not diagnosis. Additional code is mnh. No sample was returned for evaluation. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.